Event description:
The nurse reported that the minicap was loose and falling off of transfer set. The nurse stated that she was finding that they need that extra twist to tighten which the patient has difficulty with. The process step is during patient use. The patient was involved and it was unknown whether there was patient injury or medical intervention.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available.

Manufacturer narrative:
(B)(4). The problem was confirmed, based on the customer's report.

Manufacturer narrative:
(B)(4). (B)(6) 2012, registered nurse replied to baxter's email. She advised that the nurses she works with have also noticed the same issue reported for this complaint, and one nurse did find that it takes that "extra twist" to fully close the minicap. This complaint for connection issue is not confirmed and a root cause was not identified, due to no sample being returned. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.